Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid colectomy, upon anastomosis, anvil disengaged. The surgeon had to scope and snare the anvil in order to look at the donuts. The anvil and base was not attached after firing and the two full turns before removal. The surgical time was extended 30 minutes or more.